Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered. The root cause of this failure was not identified. Although requested patient information was not provided. No device will be returned per customer.

Event description:
It was reported from the family medicine department that there was a heparin medication error. There was no reported patient impact.

Manufacturer narrative:
The reported issue that the lvp module med error - heparin could not be confirmed; no product or device logs were returned for investigation. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿med error - heparin" based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. No device history search was performed since no source device serial number was reported by the customer. H3 other text : no product returned.

Event description:
It was reported from the family medicine department that there was a heparin medication error. There was no reported patient impact.